Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred 3 days after the sensor had been inserted in the abdomen. The patient was at home, experienced dizziness, and passed out. The cgm reading at that time was unknown due to the patient being unconscious. The patient did not know whether a bg was taken at that time due to unconsciousness. There was no documentation of cgm alerts or alarms. A family member called emergency medical service (ems). No one treated the patient prior to ems' arrival. The emergency medical technicians (emt) arrived and took the bg which was 155 mg/dl while his dexcom cgm was 258 mg/dl. He was given glucose and ate. There was no documentation of further medical evaluation or intervention. Per follow up with technical support on 09/06/2023, the patient confirmed that the family member called emt only once. They were not able to confirm though if the mention of ¿multiple times¿ included past incidents since the patient declined to provide information. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.